Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a medwatch report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report (mw5081099) which reported the following information: customer reported been using the adc freestyle libre system for four months and noted that his/her hgba1c lab results (unspecified) had risen from what it had been. Customer then started checking libre sensor scan results to readings received on a competitor brand meter and found that the sensor results were ¿up to 50 points lower than the actual blood glucose¿ (no readings provided). There was no report of any self or third-party medical intervention. There was no report of death or permanent injury associated with this event.